Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several deformations of the shock coil. Based on the characteristics, it is reasonable to assume that these damages were caused by means of medical instruments applied during the explantation procedure. In these areas the lead body was found squeezed and deformations of the inner conductor coil were observed. Due to the damages the mechanical analysis of the lead was not properly feasible. The values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This lead was returned without documentation. Multiple voicemail's were left for the patient's physician, but none were returned. The reason for explant is unknown. Should additional information be received, this file will be updated.